Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly was difficult to remove, malposition, detachment, and patient device interaction problem. This information was received from various sources. All four malfunctions involved patients without consequence. The three patients ranged from 29 to 46 years of age and two patient weight were ranged from 301 - 320 pounds. Two patients were male and one was female. No other information provided for all the patients.

Manufacturer narrative:
H10: of the five reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06450. H10: of the four malfunctions, one lot number was provided, and a lot history review was performed.the devices for the four malfunctions were not returned; medical records were provided for three devices and photos were provided for one malfunction. For one malfunction, 2976 - material deformation was coded instead of detachment and the investigation is confirmed for alleged filter tilt, material deformation, perforation of the inferior vena cava, and retrieval difficulties. For one malfunction, the investigation is confirmed for perforation of the ivc, filter tilt, retrieval difficulties and filter limb detachment. For one malfunction, the investigation is confirmed for the filter tilt, perforation of the ivc wall and retrieval difficulties. However, the investigation is inconclusive for the filter limb detachment. For remaining one malfunction, the investigation is inconclusive the filter tilt, filter perforation, filter detachment and retrieval difficulties. Based on the information available, the definitive root cause is unknown. The device are labeled for single use. H10: (device code: 4001 - patient device interaction problem). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly was difficult to remove, malpositioned, experienced detachment, and had a patient device interaction problem. This information was received from various sources. All five malfunctions involved patients without consequence. Patient details were only provided for three patients. The three patients ranged from 29 to 46 years of age. One patient was 301 pounds and no other weight provided. Of the three patients, two were male and one was female. The remaining two patients did not have age, weight, or sex provided.

Manufacturer narrative:
The devices for the five malfunctions were not returned; medical records were provided for review for three of the five. Of the five malfunctions, one investigation is confirmed for material deformation and filter detachment. Three investigation are confirmed for retrieval difficulties. Two are confirmed for filter tilt and perforation. And of the five investigations, three are inconclusive for perforation, filter tilt, and filter detachment. Based on the information available, the definitive root cause is unknown. The device is labeled for single use. (Device code 4001 - patient device interaction problem, 2976 - material deformation). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices for the five malfunctions were not returned; medical records were provided for review for two of the five. The investigations are currently underway. The device is labeled for single use. (B)(4).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly was difficult to remove, malpositioned, experienced detachment, and had a patient device interaction problem. This information was received from various sources. All five malfunctions involved patients without consequence. The patients included a (B)(6)-year-old male weighing 301 lbs., a (B)(6)-year-old female without weight provided, and a (B)(6) year old male without weight provided; the remaining two patients did not have age, weight, or sex provided.